Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. However photo of device screen showing the message of error 18 was provided and therefore confirms the reported event. Reported devices were not returned to brézins for investigation as repaired were performed locally. According to technical manual power supply boards were replaced and sent for analysis. Tests were carried out and the triggering of the technical error 18 was confirmed and was found to be due to a poor and unstable dc output caused by a weakness in the u9 transformer component. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "the customer again complains about volumat mc devices with error 18." Error 18 is described by the technical manual as an ac power presence issue. Reporting due to the referenced issue. No issues or serious injuries to the patient were reported. More information is needed to complete the investigation.